Manufacturer narrative:
The device was returned to zoll medical corporation and review of the device logs showed messages confirming the customer report. The device was evaluated and passed full functionality testing as well as ECG stress testing without duplicating a malfunction. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer with a replacement multi-function cable. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device displayed an "ECG disabled" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.